Event description:
Information was received regarding a cadd administration set. It was reported that tazozin was running intermittently at a dose of 159ml/hour for 8 hours with a 500 ml bag. However, there was 54 ml residual at the end of infusion. No patient injury was noted.

Event description:
(1/2, reference cc-0092262 for all related complaints and attachments) per email: tazozin was running at intermittent dose of 159ml rate 8 hourly with a 500ml bag on the 14.10 and there was a 54ml residual. No injury.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop. Visual inspection was done with no damages were detected on the sample; however arch height pump tube looks low. Functional testing done setting up pump line and pump did not pass accuracy testing. A CAPA was formed to correct this issue. In order to perform a complete root cause analysis of this failure mode, CAPA-(B)(6) was open on (B)(6) 2019, on which root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes on cadd disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery.